Manufacturer narrative:
The reported event of setscrew could not be tightened was confirmed. The damage found was sustained during procedure. The device was otherwise normal.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that at implant the pacemaker set screw could not be tightened. The physician elected to use a different pacemaker to complete the procedure. The patient condition was unknown.